Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not properly form and hold on the cystic artery. There was bleeding, but the patient was fine following the procedure. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.